Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515070 , batch#: 2304503. It was reported by the customer that I acknowledge as we discussed that some time has passed, but I wanted to make sure bd was aware. The incident as reported by the rn reads, ¿while injected chemo solution into patient noted scant leakage around needle site. Verbatim: rcc received a complaint via email. Email(s) attached bd phaseal optima connector (c35-o), lot # 2304503, on july 4, 2024. I acknowledge as we discussed that some time has passed, but I wanted to make sure bd was aware. The incident as reported by the rn reads, ¿while injected chemo solution into patient noted scant leakage around needle site. The phaseal optima connector was used. Lot # 2304503¿.

Event description:
Material#: 515070. Batch#: 2304503. It was reported by the customer that "while injected chemo solution into patient noted scant leakage around needle site. The phaseal optima connector was used. Lot # 2304503" verbatim: the following was reported via email: as discussed, I am following up on an incident we had with bd phaseal optima connector (c35-o), lot # 2304503, on (B)(6) 2024. I acknowledge as we discussed that some time has passed, but I wanted to make sure bd was aware. The incident as reported by the rn reads, "while injected chemo solution into patient noted scant leakage around needle site. The phaseal optima connector was used. Lot # 2304503" there was no injury to patient or staff. The box containing this lot number was pulled from our stock, and to my knowledge we have had no other incidents. Per communication from rep: I am reporting an incident below: see email trail. Your contact will be (B)(6), whom I have copied and these are the questions below that I have asked and are waiting to hear back. I have highlighted in email trail the product and lot # and issue. Was this during a sc injection? If so, what sequence did the nurse build the sc injection unit? If the connector is added to the injector first and then the needle, this opens the fluid pathway and will likely cause a leak. The protocol is to build the connector and the needle unit and then connect to the injector at end of syringe and administer, is it possible to confirm? Can you confirm what brand and type need was used? Is this a new staff member using the components? When this leak occurred, did they continue to administer the drug? I understand you pulled the box of connectors for this lot, please keep a few samples from that box and we will provide a prepaid fedex label to send back for investigation. Additional info: 1. Total number of occurrences? One. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 04-jul-2024. 3. Was this during a sc injection? Yes. 4. If so, what sequence did the nurse build the sc injection unit? If the connector is added to the injector first and then the needle, this opens the fluid pathway and will likely cause a leak. The protocol is to build the connector and the needle unit and then connect to the injector at end of syringe and administer, is it possible to confirm? 5. Can you confirm what brand and type needle was used? 6. Is this a new staff member using the components? No. 7. When this leak occurred, did they continue to administer the drug? Drug was already administered, leak noted after injection. Additional info: 1. If so, what sequence did the nurse build the sc injection unit? If the connector is added to the injector first and then the needle, this opens the fluid pathway and will likely cause a leak. The protocol is to build the connector and the needle unit and then connect to the injector at end of syringe and administer, is it possible to confirm? Confirming the nurse attached the connector to the needle and then to the end of the syringe. 2. Can you confirm what brand and type needle was used? Bd safety guide needle 25g 5/8¿ tw.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: a total of (B)(4) unused samples were provided to our quality team for investigation. All products were visually inspected, no damage or other defects were observed. A device history review was performed for reported lot 2304503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues related to the reported event were found. Dimensional testing was completed on the samples provided; all product was verified to meet required specification. Based on the quality team's investigation and given the device records did not identify any issues related to this incident, a root cause related to the manufacturing process cannot be identified at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.